Manufacturer narrative:
The user facility performed repair of the ventilator and did not request any service. No logs were received and no replaced parts were returned. Due to lack of information, the root cause of the reported low expiratory pressure could not be determined.

Event description:
It was reported that the ventilator had a low expiratory pressure. The patient involvement is unknown. Manufacturer's ref.#: (B)(4).